Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd venflon¿ pro safety shielded IV catheter leakage occurs. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: when the customer inserted the venflon on a patient, he discovered that the end plug was very well attached to the end piece of the product. He has talked to other colleagues at the hospital, and he got the same feedback regarding this incident, across clinics at the same hospital. They have experienced that the plug is very well attached to the end piece, which then means that the entire end piece with the plug comes loose, which in turn leads to blood leakage during insertion. The customer describes that the plug was "looser", easier to unscrew from the end piece before this autumn - and that they now experience a change of the product.

Event description:
It was reported while using bd venflon¿ pro safety shielded IV catheter leakage occurs. There was no report of patient impact. The following information was provided by the initial reporter, translated from norwegian to english: when the customer inserted the venflon on a patient, he discovered that the end plug was very well attached to the end piece of the product. He has talked to other colleagues at the hospital, and he got the same feedback regarding this incident, across clinics at the same hospital. They have experienced that the plug is very well attached to the end piece, which then means that the entire end piece with the plug comes loose, which in turn leads to blood leakage during insertion. The customer describes that the plug was "looser", easier to unscrew from the end piece before this autumn - and that they now experience a change of the product.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-02-16 h6: investigation summary one photo and three representative sample was received by our quality team for evaluation. The representative sample was subject to visual inspection, end cap disassembly force test and flow control plug disassembly force test.. The sample passed all testing and no abnormalities were observed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h10